Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site and was admitted to the hospital. It was noted that the infection was not device related. Additional information was received that the infection was related to a lumbar fusion that the patient had. The site where the fusion was done had split apart and had already healed upon follow-up.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site and was admitted to the hospital. It was noted that the infection was not device related.